Event description:
It was reported that a home patient experienced a break in aseptic technique described as made a mistake and touch contamination during peritoneal dialysis (pd) therapy using unknown baxter disposable products, which caused peritonitis. The patient was hospitalized for the peritonitis event. The patient was treated in the hospital for the peritonitis; however, specific treatment given was unknown. The patient was retrained on proper aseptic technique. The patient recovered from the peritonitis event.

Manufacturer narrative:
(B)(4). The sample is not available for analysis and the lot number was unknown; therefore, a sample evaluation and batch review could not be performed. The cause of this peritonitis was use error described as made a mistake and touch contamination. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.